Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated by a programmer. The ICD was previously checked without incident before this incident. The patient was sent to another clinic for evaluation. The patient was stable.